Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported optical problem and subsequent delay could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation radiofrequency ablation procedure, while connecting the ablation catheter, the pressure value was not displayed, resulting in an hour and half delay. Re-inserting and removing the tail line, checking the pressure module connection lines, restarting the pressure module, and replacing the ablation catheter did not resolve the issue. Despite the pressure value not displaying, the 3d system showed that the pressure module was successfully connected. It was suspected that the conduit connection port of the pressure module was damaged and causing the issue. A pressure module was borrowed from a nearby hospital, guangdong provincial people's hospital, and the issue was resolved. The procedure was then successfully completed with no adverse patient consequences.